Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure after the physician repositioned this right ventricular (rv) lead it was connected to a pacing system analyzer (psa) and noise was observed. The lead was connected to the device and noise was still seen. The noise was sensed and led to pacing inhibition. High out of range pacing impedance measurements of greater than 3000 ohms in both unipolar and bipolar configurations along with loss of capture (loc) were also observed. The physician then opted to extract the rv lead. When explanting the lead the helix would not retract. The rv lead was attempted and not implanted due to a suspected fracture. No adverse patient effects were reported.